Event description:
The customer reported low peak inspiratory pressure, transducer fault, motor fault and low minute ventilation alarms during use on a patient on the vela ventilator. The customer reported the operators change the ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed their investigation and found out the problem is with main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Performed a visual inspection of printed circuit board and found no signs of damage or defects. Printed circuit board was installed into a known good top-level vela system and powered on into user mode. Unit immediately began alarming ventilator-inoperable, motor fault, circuit occlusion, low minute ventilation. System power was cycled and rebooted into service mode. A review of events log showed several transducer fault occurred errors. Proceeded to perform transducer calibration procedure as described in vela service manual. Found all 3 transducers failing at zero calibration. The reported complaint was able to be duplicated. Unit began alarming upon power up, found all three (pt800, pt801, sensor,diff pres,miniture,2.5 psi pn 68354) (pt802, sensor,diff pres,mini,2.5 inch h2o pn 68355) transducers were failing, unable to be calibrated. This is a known issue that has since been addressed with CAPA-000000281, scar ps-16-23, co 102677. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.